Event description:
It was reported that the patient presented to the emergency room after a presyncopal episode and shoulder pain. The electrocardiogram monitor showed intermittent loss of capture with the right ventricular (rv) lead with subsequent drop in the patient's blood pressure. Then when the patient's sinus rhythm resumes, the patient's blood pressure increased. The rv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2009. (B)(4).